Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system error from her insulin pump. The customer's blood glucose level was 147 mg/dl. The customer stated that the insulin was "squirting out" during the manual prime process. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.